Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used during a gastroscopy procedure performed on (B)(6), 2019. According to the complainant, during the procedure, upon withdrawing the device, it was noted that the tip of the device had detached. Reportedly, the distal tip was completely detached and suction within the scope was used to retrieve the tip. The procedure was completed with another injection gold probe. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.